Event description:
The microcatheter used to deliver glue to cerebral vessels during an embolization procedure of an arteriovenous malformation (avm) appears to have ruptured causing the glue to be inadvertently delivered to the incorrect vessels.